Event description:
The information provided by implant cast gmbh indicates: hospital name: (B)(6). Date of initial surgery: on (B)(6) 2022. Body part to which device was applied: knee. Surgery description: lengthening. Patient's information: 14 years, female, 50 kg, 165 cm; previous health condition: osteosarcoma. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "tam stopped working." Effect on patient: revision surgery. Consequences of failure: no elongation. The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was completed with the device. An additional surgery was required: performed on (B)(6) 2023. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Product is not available for return. Patient's current health condition: "please not that this patient is muscular and very active. She is a very flexible dancer and gymnast. Surgeon suspected that she pulled the wires with all the movements she puts her body through." On july 5, 2023, orthofix received the following additional information: "the receiver is not available for investigation, as it was sent to the (B)(6) by the hospital. In case we are provided with the receiver or any investigation results, we will let you know. Unfortunately, we have been informed by our (B)(6) partner (B)(6) that we will not receive any further information regarding the revision surgery, x-rays or other medical documentation". On july 31, 2023, orthofix was confirmed that neither the explants nor x-rays will be made available for investigation. Orthofix ref: (B)(4).

Manufacturer narrative:
Technical evaluation: on february 2023, orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. A technical evaluation of the device involved was not possible as the device was not made available. Medical evaluation: a medical evaluation of the case was not performed as no information about the medical procedure, diagnosis and x-ray images have been made available. Conclusion: a technical evaluation of the device involved was not possible as the device was not made available. A medical evaluation of the case was not performed as no information about the medical procedure, diagnosis and x-ray images have been made available. Orthofix has requested further information on the event, such as device returning for the technical analysis, details about the revision surgery performed on (B)(6) 2023, copies of the x-ray images for the medical evaluation and patient current health condition. Unfortunately, this information was not made available. Considering the information provided, it is not possible to draw any conclusion with regards to the complained malfunction of the receiver. In case further information is provided on the specific application of the system (e.g. X-rays) or on the product involved, orthofix will re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by implantcast gmbh indicates: hospital name: (B)(6). Surgeon's name: prof. (B)(6). Date of initial surgery: (B)(6)2022. Body part to which device was applied: knee. Surgery description: lengthening. Patient's information: 14 years, female, 50 kg, 165 cm; previous health condition: osteosarcoma. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "tam stopped working". Effect on patient: revision surgery. Consequences of failure: no elongation. The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was completed with the device. An additional surgery was required: performed on (B)(6)2023. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Product is not available for return. Patient's current health condition: "please not that this patient is muscular and very active. She is a very flexible dancer and gymnast. Surgeon suspected that she pulled the wires with all the movements she puts her body through." Orthofix ref: 2023096. Complainant ref: ic-(B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. In order to perform the failure investigation, orthofix has requested the complainant to provide as follows: device returning for the technical analysis. Details about the revision surgery performed on (B)(6)2023. Copies of the x-ray images for the medical evaluation. Patient current health condition. Unfortunately, this information has not yet made available. As soon as further information and/or the results of the investigation are available, orthofix srl will provide you with a follow up report. Orthofix continues monitoring the devices on the market.